Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) on 2019-jan-03. It was reported that the patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2018. The patient noted that following the replacement, they experienced soreness at the pocket site and had an allergic reaction to the steri strips. There were no known contributing factors to the issue and the patient was told that the soreness should decrease over time.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was pulling up their yoga pants and it felt like the way the pants hit the device, the ins flipped in the pocket. The patient said that it hurt. Since then, the device orientation had been inaccurate, charging had become extremely difficult where the paddle sometimes wouldn't read the device, as well as the device turned off occasionally. The rep said they planned to meet with the patient to interrogate and re-orientate the device. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that another rep met with a patient. X-ray was taken but device was not flipped. Patient continues to have long charging intervals which was never the case prior to the incident. Patient now says she hit the device when sitting down on a chair but over the phone she told rep knicked the device when pulling yoga pants on. Hcp believes something was altered during the incident to affect charging interval, but the exact issue is unknown. Patient is scheduled to have the device replacement (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep was not at the case and unsure if the device will be returned but per protocol, it should be returned. Rep has not heard anything however. Issue has been resolved and patient is happy with the new charging.